Event description:
During an aortic angiogram, the radiologist was using a cordis opta balloon and was at the level of the aortic bifurcation when the 8mm x 4cm was inflated using 5 atms and ruptured. The radiologist attempted to remove the balloon into the steath but met with resistance so removed the balloon catheter and sheath as one unit. A balloon fragment was retained within the artery. A second 9mm x 4cm balloon was inserted into the left groin and inserted the level of the stenosis and inflated @ 8 atms and it ruptured as well. The pt required a surgeon to remove the balloon fragment from the artery in the main o.r. And required a vein patch.